Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-02970.

Manufacturer narrative:
(B)(4). Patient has indicated that product will be returned. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the device fractured when it was struck by a hammer during a knee arthroplasty procedure. No adverse events have been reported due to this event.